Event description:
It was reported that there was an obvious decline in the pt's hearing performance notice by the guardians on (B)(6) 2013. History of head trauma is denied by the guardians.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.